Event description:
Per medical device problem report (health (B)(6)), the customer reported a malfunction which may result in the loss of display. There was no report of patient injury.

Manufacturer narrative:
The root cause is undetermined as the display was lost in shipment back to ge healthcare. The device serial number was unavailable at time of MDR filing. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture was unavailable at time of MDR filing. Legal manufacturer: (B)(4). The device serial number was unavailable at time of MDR filing. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture was unavailable at time of MDR filing. Legal manufacturer: (B)(4).